Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (20 mg/dl). The cause for low bg level was unknown. Customer addressed low bg level with carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.